Event description:
A procedure set was set up for autologous blood salvage use during surgery. When the user attempted to fill the bowl from the reservior she was unable to get the valve to open on that line. The user switched disposables and successfully processed the blood in the reservoir. No patient injury resulted. The user subsequently discovered that the yellow and red lines of the procedure set had been reversed at the pump cartridge.